Event description:
Patient's representative reported right side " irregularity of the posterior profile of the right prosthesis with slight inhomogeneity of the prosthetic content suspected by intracapsular rupture," and " thin periprosthetic fluid flap." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.